Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station network was not available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the customer¿s hospital information technology team performed updates to the network port switches, which resulted in the device disconnecting from the network, hospital information technology team subsequently restored the network connection, and communication was successfully re-established. The fse verified that the device was online in remote support service. The system functioned as intended when the field service engineer investigated the issue.